Event description:
Consumer reported complaint for e-3 error and hi blood glucose test results. The customer's expected blood glucose test result range was not disclosed. The customer is concerned with test results from results obtained of hi. Customer stated that he does not feel well, his body and legs feel weak. Medical attention was not needed at the time; customer stated that he will take his insulin and then try to test again later. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 12/22/2023 and open vial date is 08/05/2022. During the call, a blood test was performed by the customer and produced test result of hi; customer did not disclose if it was fasting or non-fasting. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: weakness. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 26-sep-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.